Event description:
The facility biomedical engineer reported that the system displayed a black screen and they were unable to start surgery. One patient was prepared for surgery. The customer cancelled 5 cases. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The host module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional information becomes available.